Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of inappropriate disconnection of dialysis set and peritoneal cloudy effluent in a patient coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies for chronic renal failure. On an unreported date, an inappropriate disconnection of dialysis set occurred. On (B)(6) 2011, the patient experienced peritoneal cloudy effluent, which resulted in hospitalization on the same date. The physician stated that the peritoneal cloudy effluent was due to the inappropriate disconnection of dialysis set. The patient was treated with unspecified antibiotics. The peritoneal cloudy effluent was ongoing. Extraneal and dianeal therapies were ongoing with no change in dosage. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the inappropriate disconnection of dialysis set was unknown. The physician also reported that peritonitis was suspected. The physician stated that the peritoneal cloudy effluent was not related to the dianeal solution. A causality statement was not provided for the event of inappropriate disconnection of dialysis set.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.